Event description:
Customer called to report that the unicel dxc 600 synchron system generated suppressed cartridge chemistry results and displayed a "blank absorbance low" error message. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to inspect the reagent probes and reagent syringe for leaks, during which customer found a small amount of liquid on the spill tray and at the connection between the syringe and the t-valve. The cts then instructed customer to tighten and prime the system, as well as to run calibration and quality controls. Upon follow-up, customer stated that the instrument was functioning properly and generated normal results after the reagent syringe was tightened. Therefore, the issue was resolved through the troubleshooting described above. Customer stated that erroneous results were not reported outside the laboratory, and that the samples were rerun on another instrument. Patient treatment was not affected and no one was harmed by the instrument issue.

Manufacturer narrative:
(B)(4).